Manufacturer narrative:
The field service engineer investigated and found that the main pump had been damaged, releasing black particles through the water system and air into the system. He replaced the pump. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 e601 module. Of the data provided, only the following result comparisons were reportable malfunctions. Sample (B)(6), initial procalcitonin (pct) result was 0.829 ng/ml, and the repeat result was 2.14 ng/ml. Sample (B)(6), initial troponin t result was <3 pg/ml, and the repeat result was 13.55 pg/ml. Sample (B)(6), initial troponin t result was <3 pg/ml, and the repeat result was 5.77 pg/ml. Sample (B)(6), initial troponin t result was 7.78 pg/ml, and the repeat result was 17.39 pg/ml. Sample (B)(6), initial troponin t result was 11.05 pg/ml, and the repeat result was 17.19 pg/ml. Sample (B)(6), initial troponin t result was 15.36 pg/ml, and the repeat result was 37.62 pg/ml. The initial probnp result was 357.7 pg/ml, and the repeat result was 1467 pg/ml. Sample (B)(6), initial troponin t result was 4.27 pg/ml, and the repeat result was 11.14 pg/ml. Sample (B)(6), initial troponin t result was 32.51 pg/ml, and the repeat result was 13.08 pg/ml. The questioned results were amended.